Manufacturer narrative:
Good faith efforts to obtain additional information have not been successful. If additional information is received a follow-up report will be sent the company continues to monitor the clinical use of airseal ifs and works diligently to ensure product safety. Device is still in use at the facility.

Event description:
On (B)(6) 2015 , surgiquest inc. Became aware of a report of a patient suffering "unexplained hypoxemia , post surgery and had to go to the ICU. No additional information was received.